Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Manufacturer report number: 3006705815-2020-00912. It was reported that the patient was experiencing ineffective stimulation due to severe thoracic stenosis. As a result, surgical intervention took place on (B)(6) 2020 where the leads were explanted and replaced.